Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction bolus was administered to address elevated bg. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that a cartridge change error occurred. Customer reverted to manual injections for insulin therapy.